Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
It was reported that the patient was presented to the emergency department with dizziness and high blood pressure. A chest x-ray revealed pulmonary edema. Electrocardiogram revealed a new right bundle branch block and non-st-elevation myocardial infarction. The patient was sent to the catheterization lab where a right heart catheterization revealed biventricular failure and cardiogenic shock. Lactate was noted to be 2.2. The shock team discussed and unfortunately, there was concerns regarding femoral access and the patient was placed on an intra-aortic balloon pump and was transferred to another hospital for evaluation. The patient was turned down for any surgical revascularization but was evaluated for placement of the impella 5.5. The patient was taken to the operating room and the impella 5.5 was inserted into the graft and was clearly visualized on fluoroscopy. Multiple attempts were made to advance the catheter but were unable to traverse the angle necessary for insertion. After multiple attempts the wire was exchanged for platinum plus and despite best efforts the impella 5.5 still was unable to traverse the patients anatomy. The decision was made to abort the impella 5.5 insertion and attempt an impella cp. No patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and tortuosity preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.